Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "PICC line leaking at hub." Add info rcvd 03/30/2022: placed PICC. No complications. No leaking noted at time of placement. Notified 2 hours later by rn that PICC was leaking between the hub and the cap. Cap was changed making sure all threads were lined up appropriately. No difference. It was a slow drip . The patient noticed her sheet was damp. On examination there is a small opaque area on the hub. I doubt it was from a cap being tightened too much. You can screw it tight enough to stop the leak but fracture of the catheter hub is a concern if that kind of force is used. What type of catheter securement was utilized? : the one that comes in the kit, stat lock placement date: 3/11/2022. Explant date: none. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome.: pt required PICC to be wired to another PICC that evening to avoid contamination the vein it was in was the only vein she had as no wire passes on rt side known from previous admissions.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3716 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line leaking at hub." No other information was provided.